Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h3 - other (81): the veritas system has not been evaluated. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that the surgeon had completed one case successfully and continued for a 2nd patient. After the sculpt phase in this case the surgeon carried out a vitrectomy. The machine and handpiece appeared to function normally and no comments were made either relating to the veritas or its handpiece. There was a 10 minute delay in the procedure. We learned through follow up, that the surgeon blames the machine and handpiece for the event. It is unknown if the patient had a preexisting condition. The vitrectomy was required because the patient's natural lens was pushed through the back of the capsule. It is unknown if the patient was permanently impaired. The patient was sent to a nearby hospital and it is unknown if an overnight stay was needed. No further surgical or medical interventions apart from the vitrectomy were reported and the patients outcome is unknown. No further information was provided. A separate report is being submitted for the other suspected product.